Event description:
It was reported that the customer intermittently received a power source alert after plugging the pump into a wall outlet. Customer initially changed the charging cable and wall adapter to resolve the issue. However, the issue persisted and resulted in the pump shutting down and the customer was unable to charge the pump. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
B3, B5, G3.